Event description:
It was reported that the insulin pump will not stop delivering insulin. Insulin squirts out of the insulin pump. The blood glucose reading is 234 mg/dl. Insulin pump is unable to exit the preparing to prime loop. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unable to perform prime test due to loose drive support disk. The insulin pump received with scratched lcd window and cracked reservoir tube lip.